Event description:
Distributor reports patient-self tester generated results lower than reference with the protime microcoagulation system. Test result obtained at physician's office was 3.7 inr. On the same day, test performed by pt self-tester with protime generated 2.4 inr. Patient's therapeutic range: 2.5-3.5 inr. No adverse event(s) reported.

Manufacturer narrative:
This MDR submitted (B)(4) 2012. (B)(4). Customer tested with instrument serial (B)(4). Method: customer-returned samples from same lot evaluated (cuvette/single-use disposable). Process evaluation performed. Cuvette device history records reviewed and found to meet specifications. Result: no failure detected. Reported customer complaint was not confirmed through cuvette evaluation testing. Conclusion: unable to confirm complaint. Itc has requested all data required for form 3500a.